Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 146 mg/dl at the time of the call. The customer stated that their boat capsized and the customer's insulin pump was exposed to fluid. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No moisture damage was found at the electronics, motor, battery tube or vibrator. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, scratched reservoir tube window, broken belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.